Event description:
It was reported that a bleeding event occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, during sensor insertion the patient experienced bleeding for more than 3 minutes and a hematoma occurred at the sensor insertion site on the arm due to the bleeding. The patient applied a topical antiseptic cream (betaisodona cream) to the area. Several days later on (B)(6) 2024, the patient visited the healthcare provider, and an oral antibiotic (cefaclor 500mg) was prescribed. At the time of the report the patient was good. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.